Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited increasing shock impedance measurements. Then, the s-ICD system exhibited high out of range shock impedance measurements. Technical services (ts) discussed troubleshooting options. The field representative will discuss the findings with the physician. No adverse patient effects were reported. This product remains in-service.